Manufacturer narrative:
D4 - primary unique device identification (UDI) number: (B)(4). E1 - telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from spain, edwards was notified of a pascal precision ace procedure in the tricuspid position involving the implantation of two devices. Four months post-procedure, a single leaflet device attachment (slda) was identified in one of the devices during screening for a transcatheter tricuspid valve replacement reintervention. The affected device remained attached to the septal leaflet but detached from the posterior leaflet, resulting in recurrent severe tricuspid regurgitation. The patient was approved for a transcatheter tricuspid valve replacement; however, the intervention had not yet been planned.